Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the heart wire connector positive locking wheel was broken off, the locking wheel stub had toll marks on it, and the case halves were discolored and scratched. (B)(4).

Event description:
The device was returned to the manufacturer for evaluation. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.